Event description:
The sales rep reports that the physician placed a radio seed today in a patient who had a stereotactic procedure about a month ago where a mammomark bowtie marker was placed. It was noted when they did a pre seed mammo that the skin was noticeably puckered and then again on mammo as a thickening at and around the area where the skin incision for the stereo had been. It was also noted that the marker was lateral to the biopsy cavity and that there was much more reaction around and leading to the skin where the biopsy needle tract was. The marker will be removed in surgery soon.

Manufacturer narrative:
Complaint number: (B)(4). Investigation summary: one mammomark bowtie marker was placed at the time of the initial biopsy with no known problems. The procedure was completed with no known patient hypersensitivity or immune response at that time. A foreign material presented in the body has the potential to create an immune response. The feedback rate of reported potential hypersensitivity or foreign body reaction for the product family is less than (B)(4). No product investigation is necessary for this failure mode. The failure mode will be monitored in both the complaint system and MDR metrics. A procedure was completed to remove the tip. Date of procedure and patient follow up care is unknown at this time; however, due to the subsequent procedure and potential for other treatment intervention, we are submitting this medwatch report.